Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
Information received from the patient reported that they were doing some exercises on the treadmill and felt a strong pain like a shock running through their body on the right side bottom (near their back pocket) on the side of their implantable neurostimulator (ins). They turned the therapy off because it felt like something running through his body. The patient noted that they had an appointment with their healthcare professional (hcp). The indications for use for the implanted device were noted as radiculopathy and spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.